Event description:
Therapist applied electron trimmers to collimator assembly and verified each of the 4 trimmers were locked and secure. Treatment was given and the pt was removed from table without incident. Before the trimmers were removed, one disengaged without warning, falling onto the therapist's foot before hitting the floor. The therapist was not injured.